Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a pump exchange due to suspected thrombus. No further information was provided.

Manufacturer narrative:
A correlation between the device and the suspected thrombus could not be conclusively determined as the device was not returned to the manufacturer for evaluation. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.